Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had high and low blood glucose and threshold suspend alarm. The blood glucose at the time of the incident was 157 mg/dl. The customer states they have been experiencing low blood glucose level during physical activity. He has been working with his healthcare team to adjust pump. The customer states the pump alarmed threshold suspend. The sensor glucose was 56 mg/dl and the blood glucose was 157 mg/dl. The customer declined to speak with a helpline representative. The device will not be returned for analysis.